Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 implantable pulse generator (ipg) implanted: 2012. (B)(4).

Event description:
It was reported that the patient presented with symptoms of muscle stimulation near the upper anterior chest at times of atrial pacing. It was noted that the right atrial (ra) lead exhibited low pacing impedance with a steady decline starting (B)(6) 2013. Insulation damage is suspected due to the described muscle stimulation and lead impedance trends. The ra lead was programmed off and a procedure was performed to revise the pocket and generator position. No atrial lead replacement was implanted at this time. No patient complications have been reported as a result of this event.